Event description:
It was reported to philips that the geometry movements of the stand was partially unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned vascular procedure which was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and found that geometry movements of the stand were partially unavailable. Analysis of the log file showed geometry movements of the stand were partially unavailable. Upon troubleshooting, the fse replaced the amc triple servo drive and motion controller, then loaded software, configured the system, and adjusted the geometry, which resolved the issue. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a geometry movements issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A geometry movements issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. As such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.